Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: no product returned to assist the investigation, but the frova introducer is designed for placement of a single lumen tube - not a double lumen tube as reported in this case. IFU, intended use: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Note: do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Also, under warnings is stated "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: piece of plastic shaved off the tip of the frova when it being pulled back through double lumen tube. "Second hand info at present, sr intubated patient with a dl tube railroading over a frova and a fragment broke off the frova on removal which needed retrieved. " patient outcome: the fragment was removed with a broncho snare and the patient was unharmed. The patient did require any additional procedures due to this occurrence. Fragment needed removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.